Manufacturer narrative:
The tip serial number is not available. A review of the device history record is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Correction made in e1.

Event description:
Photos of the patient were received and reviewed. Volume loss is visible under both eyelids. Photos of the patient's cheeks were not provided.

Manufacturer narrative:
The tip was discarded and tip serial number is not available. Datacard logs not returned for evaluation. According to thermage cpt user manual , surface irregularities, such as fat loss, are known possible patient reactions to thermage treatment. Surface irregularities are variously described as (localized) ¿small dents in the surface of the skin,¿ ¿rippling,¿ ¿ridging,¿ ¿waffle patterns¿, or ¿fat loss¿ (covering a larger surface area). Frequently, surface irregularities are not evident immediately post-treatment, but show up later (1 or more months post-treatment). Tissue fillers may be considered as a treatment option if the condition does not resolve on its own. Based on the available information, no causal factors can be found and no conclusion can be determined.

Manufacturer narrative:
The tip was discarded and confirmation of the tip serial number has been requested. A review of the device history record is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician's' office reported a patient returned to the clinic four months post thermage treatment with complaints of loss of volume around the eye area. The patient received treatment on the upper and lower eye with a highest energy level of 3. Volume loss was experienced on the lower eyelid and upper cheek. The office reported the treating consultant agreed that there appeared to be loss of volume around the eye. The patient had volume loss treatment with hyaluronic acid (ha) fillers and it was reported that permanent damage or scarring is probable. Surface irregularity is a known adverse event of the procedure and is not evident immediately after the treatment but rather more than 1-month later. Photos were requested but not yet received.